Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv event was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:01:46. During night drain cycle four, the patient's ultrafiltration reading was 1341ml, indicating the home patient drained 1341ml more than their maximum programmed fill volume of 1500ml. No additional information is available.